Event description:
It was reported that this implantable lead was part of system revision due to an electrode eroded through the skin at the pocket. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact and not severed. Visual inspection showed no visible notch next to the sense b electrode, and the setscrew marks were in the correct location on the terminal pin. The electrical continuity testing confirmed the conductors were intact, and a hipot test passed, indicating no electrical shorts between conductors. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to an electrode eroded through the skin at the pocket. No additional adverse patient effects were reported. The implantable lead was explanted.